Event description:
It was reported that, "reamer driver would not fit into reamer shaft assembly. The hospital had a second set which the reamer shaft assembly was used from to complete the surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.